Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device analysis information.

Event description:
It was reported that this patient has previously received six inappropriate shocks due to t-wave oversensing. The patient received two additional inappropriate shocks before the system was evaluated. System evaluation indicated that there was device movement with extension of the patient's left arm. A revision procedure was planned, however the entire system was subsequently explanted. No additional adverse patient effects were reported.